Event description:
It was reported that 48 days after a coronary artery drug eluting stenting treatment procedure, a thrombosis occurred. The lesions were located in right coronary artery (rca) and left circumflex (lcx). The rca was 90% stenosed. During the initial procedure, a taxus liberte 3.50x28.0mm drug eluting stent (des) was placed in the rca and a taxus liberte 3.00x18.0mm des was placed in the lcx. It was reported that the pt missed two doses of clopidogrel during the week prior to presenting with late stent thrombosis. Angiography revealed a widely patent lcx, a 20% focal in-stent restenosis in the lad and the rca showed 100% thrombotic occlusion at the proximal edge of the taxus liberte des. To treat the event, a 7 french jr 3.5 guide catheter was used to engage the rca. The lesion was crossed with some difficulty using a 0.014 pt-2 guide wire and balloon supported with a sprinter 2.00x12.0mm. Extensive thrombus was observed in the rca. Several passes were made with the medtronic export catheter with minimal improvement in flow. A double bolus of aggrastat was administered followed by several doses of nitroprusside and verapamil. Several low pressure (8 atms) prolonged (60 secs) inflations were made within the stented segment using a quantum maverick 3.50x15.0mm balloon with fair restoration of distal flow, but with evidence of a heavy thrombus load. Several more passes were made with export catheter. The pt was administered several more doses of nitroprusside but significant filling defects were still present. A driver 4.00x24.0mm bms was deployed at 14 atms covering the proximal part of the rca and proximal to mid portion of the taxus stent with excellent final results which included timi iii flow and myocardial blush grade (mbg) ii-iii. Aggraset infusion was continued for 24 hrs and clopidogrel 75 mg a day was also initiated. The pt's condition was not reported. Further info has been requested in ragards to the event and pt's condition. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Shoud further relevant info become available; a supplemental medwatch report will be filed.